Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (damaged monitor case) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to a bent battery enclosure ear, preventing the battery from fitting inside the monitor case. The root cause for the bent battery ear could not be positively identified. The device is designed to meet iec 60601-1 mechanical requirements. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor's case was damaged.